Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient experienced damaged infusion set on (B)(6) 2026 as it became detached from the skin due to a lack of glue. The infusion sets fell off after few minutes. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: mexico.